Event description:
Facility reported that the warm air unit, model 86186 started to smoke in the o.r. In 2008. The health and welfare of the pt and hospital workers was reported as not being compromised in any way. The unit was removed from the operating room and a replacement unit was sent to facility one month later. There have been no further occurrences of this issue reported from this hospital to date.

Manufacturer narrative:
Evaluation codes will be submitted with updated report. No conclusion can be drawn at this time.